Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when he put the "sensor" next to his back the device on his back started going crazy and turning itself off now. The patient later reported that when trying to connect to the implant yesterday experienced a sudden increase in stimulation sensation that lasted only briefly and then subsided. Patient said that the screen showed that the communicator wasn't connected to implant. When asked, patient said that he was sitting slightly reclined they way normally does when connecting to implant. Troubleshooting was unable to be performed as patient said that he is hesitant about connecting to implant due to this experience. The patient was redirected to their healthcare provider to further address the issue. Patient to call hcp office to schedule appointment to check internal device.